Event description:
Report reads no pt injury but pt suffered respiratory distress - appropriate treatment given and condition stable (naloxone administered and oxygen therapy given with effect by paramedics at pt's home). Pt has since died (not related to incident). Alleged incident =270mg of diamorphine & haloperidol 5mg was administered via syringe driver which was set at 02. Medication went through in 20 minutes instead of 24 hours (approx 5ml left in syringe)